Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The instruction manual of gf-uct260 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning process and automatic endoscope reprocessor used at the site was unknown. The scope was stored in a drying cabinet. During device evaluation at olympus, it was found the customer complaint of bacteria exceeding the standard could not be reproduced. Evaluation did find the instrument tube was leaking, switch #1 was worn, the cover of the ultrasonic probe was scratched and lacked adhesive, and 11 sound lines were weak. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bacteria of the instrument tube exceeded the standard value when reprocessing the evis lucera ultrasound gastrovideoscope. There was no reported patient harm or impact due to this event.